Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube, the stopper pops out of the tube and blood splatters. This cap popping off event occurred 5 times. The blood splatter event occurred 5 times. The following information was provided by the initial reporter and translated to english. The customer stated: "cap off problem."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd received 3 photos were returned by the customer in support of this complaint. The photos show a tube being held, specimen on the floor and on the health care worker, and a tube without the hemogard closure attached in a receptacle. The photo does show the customer¿s failure mode of stopper pop off and exposure. Additionally, 90 retention samples from the bd inventory were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. 10 retention samples were functionally tested with all weights being within specification limits and there we no issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Bd was able to confirm the customer¿s indicated failure mode with the photos; however, the failure mode could not be duplicated in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube the stopper pops out of the tube and blood splatter. This cap popping off event occurred 5 times. The blood splatter event occurred 5 times. The following information was provided by the initial reporter and translated to english. The customer stated: "cap off problem."